Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window and cracked belt flip slot.

Event description:
The customer reported via phone call that he has a button error alarm on the insulin pump and cannot clear it. Customer stated that he wasn't doing anything on the pump when the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.